Manufacturer narrative:
Field service representative (fsr) discovered the cooling solenoid diaphragm valve was obstructed with dry sediment, preventing the valve from not closing properly. The fsr removed the solenoid valve, removed the dry sediment, cleaned the diaphragm and reinstalled. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to MDR #1828100-2013-00983.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was not heating properly. Since the event occurred during preventative maintenance, there was no patient involvement.